Event description:
Couldn't fish the tampon out myself - vagina [foreign body in reproductive tract]. String on tampax broke...pull out in two pieces [device breakage] . When I went to pull the tampon out, the string just pulled right away from the tampon [complication of device removal] . The string was thinner than usual [device physical property issue]. Case narrative: consumer reported via email that the tampon broke. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.